Event description:
It was reported that the patient had an infection. Within two weeks after a pump replacement surgery (refer to manufacturer report # 3004209178-2013-17336 for the surgery), the patient got an infection. It was specified the pump had been implanted on (B)(6) 2013 and the patient started getting the infection on (B)(6) 2013. The patient went into the hospital on (B)(6) 2013 ¿in the rehab¿ and they reportedly removed the infected pump on (B)(6) 2013; however, the date of removal was different than the device manufacturer implant registry system where the date was listed as the same date of the next pump's implant on (B)(6) 2014. The pump had to be removed due to the infection and then they reportedly cleared up the infection and put another pump in. This time however it was implanted on the other side of the patient¿s abdomen. It was also reported the patient got ¿real sick from doing all of this.¿ at the time of the event the patient had morphine in her pump that was noted to have been at a lower dose. The patient was also ¿on orals¿ and the health care provider (hcp) at the time had planned to ¿slowly bring it up.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial # (B)(4), product type catheter. (B)(4).